Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision or removal of the ipg for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision procedure was due to lead migration which caused uncomfortable abdominal stimulation.

Event description:
A report was received that the patient will undergo a revision or removal of the ipg for an unknown reason.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected and there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo a revision or removal of the ipg for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a fixate was added and nothing was replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision or removal of the ipg for an unknown reason.